Event description:
It was reported that the patient was admitted to the hospital for acute heart failure. It was noted that the patient received an inappropriate shock for an atrial flutter episode. The device was reprogrammed, and the patient subsequently underwent a complete heart transplant. The patient is a participant in the defeat heart failure (hf) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
Further information was received that indicated the implantable cardioverter defibrillator (ICD) was explanted and is no longer in use.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.